Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that they had not seen the patient again to get the pump logs. It was the health care professional¿s understanding that it was presumed to be a motor stall. The patient reported feeling unwell and questioned a withdrawal response. The implant date was not known but the estimated replacement indicator (eri) was 12 months. The hcp would try to get logs looked at when the patient was back next.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the hcp would get logs when the patient comes in for the next refill, which would be about 3 months from (B)(6) 2017. The hcp had failed to provide the representative with the implant date when requested.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp via a representative regarding a patient in the united kingdom who received morphine with an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that during normal use the pump had stopped itself. The pump alarmed on (B)(6) 2017 after coming in for a refill. The record for (B)(6) 2017 looked like the pump was reprogrammed to deliver same rate and the volume was reset. The estimated replacement indicator (eri) was 12 months. The record from (B)(6) 2017 noted ¿stopped pump period may exceed tube setting¿. The clinician said the pump now appeared to be functioning normally. Patient symptoms were not reported. As reported there were no environmental, external, or patient factors that may have led or contributed to the event. No diagnostic testing, troubleshooting, actions, or interventions occurred. No actions were taken to resolve the issue and the issue was reported to be resolved. Surgical intervention was not planed. At the time of the report the patient¿s status as noted as alive-no injury. No further complications were reported/anticipated.